Event description:
It was reported that on october 28, 2023, the patient suffered from gastrointestinal bleeding and underwent emergency tracheal intubation to protect the airway. Before intubation, the doctor checked the no. 7.5 suction tracheal intubation tube and immersed the balloon in sterile saline which had bubbles. This was taken as an indication of leaking. The airbag was discarded and replaced with another tracheal intubation tube. There was no patient adverse effects.

Manufacturer narrative:
Other text: device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.